Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of receiving certificate of conformance showed that lot had no anomaly or deviation. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guide. (B)(4).

Manufacturer narrative:
This report number is a duplicate of manufacturer report number 1825034-2010-00681 which was forwarded to the FDA on (B)(6) 2010. Please disregard this report number, 1825034-2011-00010, as the event was already reported. (B)(4).

Event description:
It was reported that patient underwent signature knee procedure on (B)(6) 2010. When the surgeon made the tibial cut, it measured ten degrees in varus. The surgeon used standard instrumentation with the intramedulary guide to correct the tibial cut. The procedure was completed, but only after a delay of more than half an hour had occurred.

Event description:
It was reported that patient underwent signature knee procedure on (B)(6) 2010. When the surgeon made the tibial cut, it measured ten degrees in varus. The surgeon used standard instrumentation with the intramedullary guide to correct the tibial cut. The procedure was completed, but only after a delay of more than half an hour had occurred.